Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system broke off of the hub during use. The following information was provided by the initial reporter: "catheter broke off of nexiva IV housing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of catheter broke/ separated after placement were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria and no issues were detected during manufacturing process.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system broke off of the hub during use. The following information was provided by the initial reporter: "catheter broke off of nexiva IV housing".